Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, generator worked fine for a long time and then slowly started to seal and deliver energy less and less, generator gave notification that seal was completed, and bleeding occurred later. At the end occurred that instrument was not accepted by the generator. Diathermy and sutures were done to treat the bleeding. Patient was a dog.